Event description:
It was reported that cp screw on anchorage lapidus plate broke. Exact date of event is unknown, distal screw portion still implanted. New information received revealed that screw broke while implanted in patient after first procedure. No issues with other devices. Revision surgery performed to removed broken portion of the screw and new screw implanted. New proximal screws implanted in the plate as well. Four weeks non weight bearing."

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device was discarded.